Manufacturer narrative:
One device was received for evaluation. Review of the event history log (ehl) showed error code 41786. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a low coin cell charge. As a result, the unit was charged for 3 days, and device was able to hold a charge. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was blinking red and alarming, and it would only turn off if the batteries were removed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.